Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose levels. The customer's blood glucose was approximately 140 mg/dl at the time of the call. The customer was hospitalized for the issue but the customer did not provide information about the hospitalization. The customer declined troubleshooting the issue. The customer performed a bolus but their blood glucose would not decrease.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.